Event description:
Additional information received reported that the patient had a loss of therapeutic effect. Since an automobile accident in april, the stimulator has not provided the same therapeutic benefit. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned off, the patient was still feeling tingling at the pocket site. The issue occurred following some form of trauma. The patient was involved in car accident today. The patient turned off or had someone turn off her ins. The patient was concerned because she could still feel stimulation. It was reviewed that once stim is turned off, no power is being sent through the system. The patient was "admitted "to ER in fair status. The patient had just gotten there and no other testing had been done. They believed that x-rays would be taken but no need for MRI/CT scan. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3998, lot# la5341, implanted: (B)(6) 2002, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).